Manufacturer narrative:
Post market vigilance received one endo gia ultra universal xl stapler opened by the account without the packaging. The visual inspection of the returned product noted. No visual abnormalities were observed with the instrument. Pmv performed functional testing. The instrument was successfully loaded with an endo gia universal roticulator 60-3.5 single use loading unit. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The device was being applied to the stomach for the second firing. After placing the stapler through the trocar, tried to articulate it to the left. But it made a loud crack, snapped back to center, and would no longer articulate. Three additional reloads were opened and tried to take the tension off of the trocar angle. For the fourth attempt, articulated and closed on tissue. Tried to fire the stapler, however, the reload partially fired and then stopped firing / would not advance. The surgeon pulled back on the handle and opened the jaws of the stapler. Had to cut the remaining reinforcement material between the tissue and the unused part of the reload. The reload could not be unloaded from the handle, so it is still connected. A different handle and reload were opened to proceed with the case. There was no patient harm. The patient status is alive, no injury.